Manufacturer narrative:
The patient specimens were collected in 4ml vacutainer tubes, sample within 1 hour of collection and then stored at room temperature. The instrument's qc is within specification with respect to controls (accuracy) and reproducibility (precision). The customer stated that all control recovery was outside assay low for all parameters. A bci field service engineer (fse) found debris in the wbc waste line. Fse performed instrument precision testing and verified the instrument's operation. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low wbc, rbc, platelet (plt), and hgb results on two (2) patient specimens without instrument (coulter lh 750 analyzer) generated flags. Both specimens were sent to a reference laboratory and rerun. The rerun results were considered correct. The erroneous results were not reported outside of the laboratory. No death, serious injury or change to patient treatment is associated with this event.